Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003024, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6003024 was manufactured according to the work instruction (wi) version 77 and packaging in the multivac m12 on 04-sep-2023, with a total of (B)(4) units. The sub-assembly: cannula of the lot 3h03626 was manufactured according to the work instruction (wi) version 26 and manufactured in the quickset line, on 04-sep-2023, with a total of (B)(4) units. The sub-assembly: assembly of the lot 3h03627 was manufactured according to the work instruction (wi) version 26 assembled in the quickset line, on 04-sep-2023, with a total of (B)(4) units. The sub-assembly: assembly of the lot 3h03625 was manufactured according to the work instruction (wi) version 26 assembled in the quickset line, on 04-sep-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3h02433 was manufactured according to the work instruction (wi) version 38.2 and manufactured in the line l4, on 23-aug-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3h02434 was manufactured according to the work instruction (wi) version 39 and manufactured in the line l5, on 22-aug-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3h02438 was manufactured according to the tem-sop version 14 and manufactured in the line l4, on 23-aug-2023, with a total of (B)(4) units review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.